Manufacturer narrative:
The device received with blank display due to moisture damage at electronic assembly. Pump received with minor scratched lcd window and broken belt clip rails.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.